Event description:
During idet procedure the tip of the spine catheter broke off and remains in the patient. The product is not being returned for evaluation. There was no adverse effects to the patient and the procedure was not completed.